Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) implanted in 2011. The aus developed a fluid leak during the ongoing use period, resulting in the device not functioning. Therefore, the patient experienced recurring incontinence. A replacement surgery was performed to remove and replace all the aus components. The patient is expected to have a full recovery.